Manufacturer narrative:
The investigation confirmed that two non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples processed on the vitros 5600 integrated system. The investigation could not determine a definitive assignable cause. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. An ortho fe visited the customer site and performed service actions to the vitros 5600 integrated system to optimise performance. Contamination was found within the microwell incubator which may have contributed to the higher than expected results, although this could not be confirmed. Based on historical quality control results, a vitros tropi es lot 2064 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2064 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as ortho was unable to determine whether the customer was following the sample collection device manufacturer¿s recommendations, so it is possible that cellular debris due to poor sample preparation was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed two non-reproducible, higher than expected vitros tropi es results from two different patient samples processed on a vitros 5600 integrated system. Patient sample 1 result of 0.156 ng/ml versus expected result of <0.012 ng/ml. Patient sample 2 result of 1.03 ng/ml versus expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es results were not reported from the laboratory. There is no allegation of actual patient harm as a result of this event. (B)(4).